Manufacturer narrative:
Facility complete address was not available on the date of filing. No device/components were returned to the manufacture on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was not able to hold a charge. This was a demo system and the manufacturer representative un-crated the system and the issue was noticed by the representative. The system was randomly dying after turning it on multiple times when it was plugged in. The site performed a self test and the uninterruptible power supply (ups) was green with batteries indicating they were charging. Technical services (ts) recommended to leaving the system to charge since they just un-crated the system and if the issue persisted, call back. There was no patient present.